Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter had the adapter break off 3 times. No serious injury or medical intervention.